Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 1937 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 1937 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("partial perforation of the left fallopian tube by essure device") in a female patient who had essure inserted (lot no. 627314) for female sterilisation. The patient had a medical history of nervous system disorder, headache, parity 2 and gravida ii. Concurrent conditions were listed as dyspareunia, dysmenorrhea, hepatic cyst, smoker, seizures, photophobia, nausea, migraine, vaginosis bacterial and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: findings: within the bilateral uterine fundal regions extending into the fallopian tubes there are bilateral tubal closure devices impression: 1. Unchanged size of a right renal cyst. 2. A nonspecific small (1.2 cm) hypodense lesion is located near the dome of the liver in segment 8. Lt is unchanged in size compared to the prior CT, and correlates with the probable hepatic hemangioma is seen on the recent ultrasound. 3, no acute intra-abdominal finding [hysterosalpingogram] on (B)(6) 2009: findings: with the patient supine, speculum exam performed using sterile technique, following multiple swabs of the betadine cervix with the cervix was cannulated with a balloon-tip catheter. Balloon was insufflated under fluoroscopic guidance. Contrast was injected under fluoroscopy with multiple fluoroscopic spot images obtained in various obliquities. Speculum and catheter subsequently removed. Initial scout radiograph shows linear radiopacities corresponding to the patient's essure procedure projecting over the expected location of both fallopian tubes. Following contrast injection there is normal morphology to the endometrial cavity. Under constant pressure no contrast filling of either right or fallopian tube identified. No peritoneal spillage of contrast identified. Impression: normal morphology to the endometrial cavity. No contrast filling of either right or left fallopian tube in this patient status post essure. No peritoneal spillage of contrast identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Event medical device removal is replaced with fallopian tube perforation. Medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("partial perforation of the left fallopian tube by essure device") in a female patient who had essure inserted (lot no. 627314) for female sterilisation. The patient had a medical history of nervous system disorder, headache, parity 2 and gravida ii. Concurrent conditions were listed as dyspareunia, dysmenorrhea, hepatic cyst, smoker, seizures, photophobia, nausea, migraine, vaginosis bacterial and pelvic pain female. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2014. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: findings: within the bilateral uterine fundal regions extending into the fallopian tubes there are bilateral tubal closure devices impression: 1. Unchanged size of a right renal cyst. 2. A nonspecific small (1.2 cm) hypodense lesion is located near the dome of the liver in segment 8. Lt is unchanged in size compared to the prior CT, and correlates with the probable hepatic hemangioma is seen on the recent ultrasound. 3, no acute intra-abdominal finding [hysterosalpingogram] on 11-nov-2009: findings: with the patient supine, speculum exam performed using sterile technique, following multiple swabs of the betadine cervix with the cervix was cannulated with a balloon-tip catheter. Balloon was insufflated under fluoroscopic guidance. Contrast was injected under fluoroscopy with multiple fluoroscopic spot images obtained in various obliquities. Speculum and catheter subsequently removed. Initial scout radiograph shows linear radiopacities corresponding to the patient's essure procedure projecting over the expected location of both fallopian tubes. Following contrast injection there is normal morphology to the endometrial cavity. Under constant pressure no contrast filling of either right or fallopian tube identified. No peritoneal spillage of contrast identified. Impression: normal morphology to the endometrial cavity. No contrast filling of either right or left fallopian tube in this patient status post essure. No peritoneal spillage of contrast identified. Lot number: 627314 manufacture date: (B)(6) 2008 expiration date: (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.